Event description:
Caller reported that there was a malfunction on the pump, but there were no notable events before the malfunction occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur.